Event description:
It was reported that a lead integrity alert was triggered for right ventricular (rv) lead high impedance (4,000 to 5,000 ohms). In addition, the lead displayed noise, diminishing r-waves and high threshold. The lead was explanted and replaced. Upon explant visual inspection did not reveal a lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.